Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm distal tibia plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Placeholder.

Manufacturer narrative:
Additional narrative: the lcp distal tibia plates are intended to be used for fixation of distal tibial fractures and are available in short and long lengths. The returned plates are of the short variety and come in a 3 hole and 5 hole size. These are the 5 hole size. The 2 3.5mm lcp distal tibia plates (02.112.205 & 02.112.205s) are identical and were received broken through the 1st proximal combi hole. The plates were manufactured in 9/11 & 5/12 and are over 1.5 & 2.5 years old respectively. (B)(4) was reviewed and determined to be suitable for the device design and dimensional conformity. X-rays were received and show the implanted broken condition of the plates as well in this double fracture. The screw holes of the plate appear to have been nominally filled with the appropriate screws. Technique guide (B)(4) illustrates optimal placement of the lcp plate to the distal edge of the tibia¿s condylar edge. The plate positions l&r appears well proximal to the distal condylar edge and less than optimal for best bone purchase. Additionally optimal use of a ¿strut¿ screw is not evident. The plate selection, placement, lack of optimal screw fixation and purchase, weight bearing order/compliance has likely permitted the introduction of shear forces leading to the breaking of these plates. It is likely that the chosen plate/fixation method and other complications led to this double isolated complaint (1 complaint/2 plates reported) rather than any design deficiency. The device is determined to be suitable for its intended use and the complaint invalid from a design perspective. Placeholder.

Event description:
It was reported that there was a hardware removal due to broken hardware. The hardware removal was performed on (B)(6) 2013. The original procedure was a bilateral distal tibial osteotomy and was performed on (B)(6) 2013. During a returning follow up office visit it was noticed that both distal tibia t-plates had broken. Both plates were removed on (B)(6) 2013 and the patient was revised to bilateral tibia nails. The broken plates were removed easily with no delay in the procedure. The procedure was completed successfully and the patient status/outcome is reported as stable with no complications. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: part was received with lots of surface scratches with some deeper gouges noted on the top surface of the shaft. Discoloration was seen in hole a, in all ball holes and on the underside near the second combi hole. There was also depressions seen on the underside in the head region. Inspection performed during this evaluation, against the inspection requirements at the time the part was released, found no irregularities that would have caused or contributed to this condition. Therefore, this complaint is deemed indeterminate. Device was used for treatment, not diagnosis.